Event description:
Device report from the (B)(6) states surgeon performed a wound washout on a pt who had uss2 in with a matrix cross link.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.